Event description:
It was reported that a patient received a burn during use of the device. It was reported that the device did not alarm during this event. It was reported that the patient did not require medical intervention.

Manufacturer narrative:
A visual and functional inspection was allegedly performed by the user facility. The alleged inspection found that the device heated very quickly and did not alarm after passing the set temperature. This could not be confirmed due to the device not being made available for evaluation by a stryker service technician.

Event description:
It was reported that a patient received a burn during use of the device. It was reported that the device did not alarm during this event. It was reported that the patient did not require medical intervention.